Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the submitted log file; however, the reported event was not reproduced during testing. The submitted log file contained 256 events spanning approximately 14 days ( (B)(6) 2021 ¿ (B)(6) 2021 per the timestamp). The log file captured a backup battery fault alarm active from (B)(6) 2021 at 22:45:17 to (B)(6) 2021 at 10:45:52 due to the backup battery failing the load test. When the load test first failed, the loaded voltage measured 11.669 v and the unloaded voltage measured 0.224 v. The alarm did not affect the controller¿s ability to operate the pump at the set speed. There were no other notable atypical alarms active in the log file. The returned system controller and backup battery were functionally tested and found to operate as intended during analysis. The controller and operated in a mock circulatory loop with no issues or atypical alarms produced. The controller was disconnected from external power and the battery supported the pump without issue. During testing, multiple load tests were performed and the battery passed each time without issue. The root cause of the reported event could not be determined through this analysis. Incidental findings: damaged user interface. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. C) section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including the backup battery fault alarms, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) (rev. C) section 5 ¿surgical procedures¿, explains how to install the backup battery in the system controller. Section 2 "system operations" explains how to replace the system controller backup battery. This section also states that the backup battery has a limited lifespan of 36 months from the manufacture date. Therefore, it may be necessary to install a replacement backup battery if the current one expires, or if prompted by a backup battery fault alarm. Additionally, this section states that depending upon an outpatient's clinic schedule, replace of the backup battery should be considered when less than 6 months remain before the mandatory replacement date. Section 4 ¿system monitor¿ informs the user of how to view the backup battery information on the system monitor information, including the number of months left until the backup battery will need to be replaced, and section e "safety checklists¿ informs the hospital staff to use the system monitor to check the expiration date and battery usage of the backup battery. Heartmate 3 instructions for use (rev. C) section 2 "system operations" explains how to replace the system controller and how to replace the system controller backup battery. Section 5 ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate 3 patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. (B)(6) was shipped to the customer on (B)(6) 2018. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced a backup battery fault alarm. The patient was switched to her backup controller. Patient was reissued a new controller that would take the place as the backup controller.